Event description:
In 2005, I had right inguinal hernia surgery. Months after my surgery, I began to have pain in my groin and abdomen. The dr that performed my surgery told me, it was some inflammation and to take some advil and it would go away. It didn't and he told me, he was done with me. Then I received many cortisone shots which did nothing for my pain. After seeing many doctors, a surgeon removed the tacs that hold the patch in place. He said there were 6 tacs, but could only remove 5. He could not find the sixth. After research, I discovered that most drs only use 3-4 tacs. That did not get rid of my pain. I found out through months of questions to my original doctor who performed the surgery who would not tell me the type of patch that was used that I had the marlex patch and not the kugel patch. I found out I had all of the same symptoms and pain. Then I went to the clinic, and they performed an inguinal neurectomy and that still did not get rid of my pain, and they would not remove my patch. The marlex patch is just as bad as the kugel patch. They are made by the same company, bard davol and the same material, prolene mesh and should also be recalled. I suffer pain each day and I am unable to work, and cannot find a dr to remove my patch for fear of lawsuit. I along with many other people are suffering and these patches need to stop being implanted in people, so no one else will suffer the same pain I have every single day. Diagnosis or reason for use: hernia.